Manufacturer narrative:
Citation: shishido k et al. Novel mechanism of delayed coronary obstruction after transcatheter aortic valve replacement for severe aortic stenosis: "uppercut phenomenon". Cardiovasc revasc med. 2019 jul 2. Pii: s1553-8389(19)30377-x. Doi: 10.1016/j.carrev.2019.06.017. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old male patient who presented with dyspnea and severe aortic stenosis who underwent implant of a 29 mm medtronic evolut r bioprosthetic valve (serial number not provided). It was noted that immediately following valve implant, under-expansion was observed by fluoroscopy. A balloon dilation with 23 mm balloon (manufacturer not identified) was performed and the valve stent expansion improved. Post implant angiogram and transthoracic echocardiogram both showed mild paravalvular leakage and ¿normal contrast flow into both coronary arteries.¿ two days post implant, the patient complained of chest pain and an electrocardiogram exhibited complete left bundle branch block. Emergent coronary angiography showed subtotal occlusion in the left main trunk (lmt) due to severe stenosis. Intravascular ultrasound was performed from the left circumflex artery and revealed severe stenosis in the lmt was being compressed by calcification from the sinus of valsalva (sov). Subsequently, the patient underwent emergent percutaneous coronary intervention and had 2 drug-eluting stents implanted ¿stent-in-stent¿ in the lmt. It was reported that the delayed coronary obstruction was caused by: ¿calcification in the sov after the evolut r valve was implanted moved up to the ostium of the lmt from below the sov due to the self-expanding force.¿ no additional adverse patient effects or product performance issues were reported.